Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with pre-op diagnosis as spondylolithesis (l5/s1). For which patient underwent, l5/s1 minimally invasive fusion using sextant reduction and capstone cage at levels l5/s1. On an unknown date, post-op, the implanted screw broke. Patient experienced pain due as a result of broken screw. The patient underwent revision surgery on (B)(6) 2017. Both s1 screws were replaced and new rods and set screws have been implanted.

Manufacturer narrative:
Additional information: product analysis results: visual review confirmed screw breakage approximately 4 threads down from the base of the multi-axial screw neck. Optical examination of the area of fracture initiation did not identify any pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage and smearing was noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with some evidence of ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the multi-axial screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirmed that the relevant bone screw dimensions were within print specification. The above observations are consistent with cyclic fatigue.

Event description:
Procedure performed in the initial surgery: lumbar interbody fusion levels implanted in the initial surgery: l5/s1 right s1 screw fractured; evident on x-rays taken on (B)(6) 2016 there was no malfunction with the other screw but the surgeon replaced the other s1 screw as a pre-caution. Patient is doing well after revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.